Manufacturer narrative:
Pediatric experience with sudden unexplained death in epilepsy at a tertiary epilepsy center. Mcgregor, amy and wheless, james. Journal of child neurology. Volume 21, number 9, pp. 782-787. September 2006.

Event description:
It was reported in a study investigation regarding sudden unexplained death in epilepsy (sudep) in pediatric patients, that a male with generalized seizures died. The patient was implanted with a functioning vns device at the time of death and was taking tiagabine, valporic acid, and topiramate to aid with seizure control. Specific doses of each anti-epileptic drug were not made available. The patient was found dead in his bed and no autopsy was performed. His death was classified as probably sudep. Good faith attempts to obtain additional information from the study coordinator were unsuccessful as she no longer has this information.